Event description:
The customer reported that while the unit was in use on a pt they were unable to obtain a trace or readings for arterial blood pressure line. The pt was switched to another unit and therapy was continued. No pt injury was reported.